Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level with ketones present. Bg value and cause were not known. Insulin was delivered via insulin pen to address bg. During troubleshooting, no issue were identified with the pump or the supplies in use. No treatment information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.